Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera was not showing any image on the monitor. The issue was found during setup for a diagnostic colonoscopy procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d5, d8, d9, g3, h2, h3, h4, h6, h11. The device was not returned to the regional investigation center. The investigation was performed based on the provided information by the customer and field service. Olympus was able to confirm the customer failure a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cable is leaking, and the image disappears when the cable is moved. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.